Manufacturer narrative:
Concomitant medical products: dtmb1d4 crt-d, implanted: (B)(6) 2018, 680r32 heart ring, implanted: (B)(6) 2013 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion and high left ventricular (lv) lead outputs were noted. The device was explanted and replaced and the lv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported the lv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.